Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 14 previously reported events are included in this follow-up record. Product return status 4 devices were received. 10 device investigation types have not yet been determined.

Event description:
This report summarizes 14 malfunction events in which the device or cutting accessory fractured. - 8 events had patient involvement; no patient impact. - 2 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events required imaging.

Event description:
This report summarizes 15 malfunction events in which the device or cutting accessory fractured. - 10 events had patient involvement; no patient impact. - 1 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events required imaging.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 14 events were previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 3015967359-2025-00842 but should be included under this report. - 15 previously reported events are included in this follow-up record. Product return status 8 devices were received. 7 devices were evaluated based on historical data analysis.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 14 events were reported for this quarter. Product return status 14 device investigation types have not yet been determined. Additional information 14 devices were labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes 14 malfunction events in which the device or cutting accessory fractured. - 9 events had patient involvement; no patient impact. - 2 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 3 events required imaging.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h11 15 previously reported events are included in this follow-up record. Product return status 9 devices were received. 6 devices were evaluated based on historical data analysis.

Event description:
No change.